Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light source experienced during a diagnostic colonoscopy the bulb went out and the spare lamp went on; the intended procedure was finished with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: h2, h6 corrected fields: h11 this supplemental report is being submitted to provide the correction of the previous emdr. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer contacted olympus technical assistance support (tac) via phone to report that the clv-190 bulb went out during a colonoscopy and the spare lamp activated attempted to conference the customer with customer care, but the call disconnected and no further tac assistance was required. The device was not returned to olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.